Event description:
It was reported that the arterial tubing became disconnected from the sampling port. Follow up with the hospital in 2007, did not reveal if the reported event occurred before or during use. Information concerning the status of the pt was not given, as no further details were provided. The hospital contact indicated that they would follow up concerning further details. No response has been received as of the date of this medwatch report.

Manufacturer narrative:
The device was not returned for evaluation.